Manufacturer narrative:
Unknown manufacturer: (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: since no samples displaying the reported condition were received a potential root cause could not be defined. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that 2 syringe 10ml ll w/ndl 21x1 rb experienced leakage during use. The following information was provided by the initial reporter: material no. 30964220 batch no. Unknown. Verbatim: when in use drawing blood, blood is leaking out as it is being drawn.